Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a drastic increase in shock impedance measurements four months earlier. The shock impedance remained high, thus the patient was scheduled for a revision procedure. The pre procedure x-ray did not show any conclusive results. During the procedure when the physician took the device out of the pocket, he examined all the connections and gave a tug test to ensure everything was secure. The cause of the increase in shock impedance was unable to be determined, thus the rv lead was explanted and replaced. The ICD remains in service and no additional adverse patient effects were reported.